Manufacturer narrative:
The device was received not deployed. The download data shows the device ran for 46 pulses and was deactivated by the user at the end of the first priming sequence. Since the device was deactivated before the start of the second priming sequence, the needle never deployed. The needle mechanism deployed successfully upon manual rotation of the ratchet gear. No damages or defects were observed that would result in the needle failing to deploy by the end of the second priming sequence.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6

Event description:
It was reported by the patient that the pod's needle did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.